Event description:
It was reported that during preparations for a farapulse procedure to treat atrial fibrillation, a versacross sheath was observed to have a damaged stopcock. The damaged was observed during unpacking. No damaged to the outer box or shipping box was reported. No leaking was reported. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.